Manufacturer narrative:
D4- UDI will not fit in the field: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in the mitral position where, the patient had severe pvl that was associated with valve rocking and instability, likely due to loss of p3 flail engagement after an initially successful valve deployment, resulting in paravalvular regurgitation and hemolysis. The site planned pvl closure with two plugs and inpatient monitoring.